Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reportable problem (check therapy pad messages) was confirmed. Upon investigation, the pulse wire was broken inside the distribution node (dn) to front therapy electrode (te) cable. The root cause for the broken wire could not be positively identified. No adverse event resulted from the broken wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving check therapy pad messages. The pt was issued a replacement electrode belt.